Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the shield, an internal plastic component of the seal, had separated from the seal. Based on the condition of the returned unit, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical's instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."

Event description:
Procedure performed: laparoscopic inguinal hernia. Event description: during the surgical laparoscopic operation the plastic white ring of the trocar dropped inside the abdomen the surgeon found this out at the end of the surgery while he performed a thorough checking before closing the patient. The risk for the ring to remain into the patient was very high. Intervention: component recovered. Patient status: no patient injury.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic inguinal hernia. Event description: during the surgical laparoscopic operation the plastic white ring of the trocar dropped inside the abdomen the surgeon found this out at the end of the surgery while he performed a thorough checking before closing the patient. The risk for the ring to remain into the patient was very high. Intervention: component recovered. Patient status: no patient injury.